Manufacturer narrative:
Suspect medical device, device manufacture date: pump, gtin # (B)(4), upn# (B)(4), batch/lot # 1000058946, mfg date 02/21/2018, exp date 02/20/2023. Balloon, gtin # (B)(4), upn# (B)(4), batch/lot # 1000049957, mfg date 02/05/2018, exp date 02/04/2023.

Event description:
It was reported that following the implant of an ams800 artificial urinary sphincter device, the patient experienced recurrent episodes of urinary retention after the removal of the post operative catheter. The weak urine flow was not effective and caused urethral discomfort to the patient. The device remains implanted and a revision surgery is scheduled to occur.